Event description:
The customer is reporting that the frx has an "intermittent error." It has been confirmed that there was no patient involvement in this case.

Event description:
The customer is reporting that the frx has an "intermittent error." It has not yet been confirmed if this issue was discovered during a patient use or not. It is not known if there was a patient involvement or not.

Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Manufacturer narrative:
(B)(4). Failure of device to self-test replacement pads resolved the issue.